Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the impella was noted to be too deep and touching the mitral valve. The physician did not want to reposition at the time, would revisit the following day. The physician also suspected that the impella was causing hemolysis, but thought that it may be caused by a clot near the inlet and not placement. There were also some concerns with bleeding due to hemoglobin being low. The patient received a unit of blood overnight.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.